Manufacturer narrative:
Guardwire temporary occlusion aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion aspiration system approved in us with coronary indication. If information is provided in the future, a supplemental report will be issued.

Event description:
A carotid guardwire balloon catheter was used when treating a stenotic lesion in the ica during carotid artery stenting (cas). Femoral approach was used. No difficulty was noted when removing the device for packaging. No resistance was noted when removing the protective sheath. No abnormalities were noted when negative pressure was applied to the device during prep. The device was inspected prior to use with no issues noted. No resistance encountered when passing lesion site, or with the ancillary device during delivery. After the balloon of the guardwire was inflated in the distal side of the lesion, the non-medtronic stent was delivered and deployed without pre-dilation. Post-dilation was not performed either. The physician checked fluoroscopy to deliver the aspiration catheter, and noted that the balloon of the guardwire had been deflated completely. The guardwire device was removed and damage was noted at a little over 100 cm away from the proximal end of the carotid guardwire. The physician said that the device was torn (damage to shaft) when it was removed as it was. The procedure was completed, and left hemiplegia has remained in the patient. The hemiplegia was not present in the patient before the procedure, and occurred after the occlusion balloon issue. The patient was eventually discharged with no sequelae.

Manufacturer narrative:
Product analysis summary: the ez adaptor and ez flator used during the case were not returned for evaluation. The balloon on the gw appeared bloody and baggy, indicating use. Magnified view of the balloon revealed no damage to the balloon material. The gw actual outer diameter and inner diameter measurements for the gw showed the device met specification. The gw exhibited a kink at the location of the break. The length of the proximal gw returned measured 98cm with the proximal section of the gold marker and the extension wire intact. Per specification the whole length of the gw is 210±6cm, the pieces returned accounted for 210cm. During testing, using in-house ez adaptor and flator, the broken end of the hypo tube was placed in the jaws of the ez adaptor, the system was actuated resulting in a balloon inflation to maximum 6mm and deflation without issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.